Event description:
It was reported that during an implant procedure a right ventricular automatic threshold (rvat) test was performed in which the test kept running and the patient had true loss of capture however, it did not provide back-up pacing. This resulted in the patient experiencing asystole for 1.5-2 seconds and being syncopal. When the field representative and physician noticed the loss of capture on the surface the test was ended. The patient is dependent on therapy however, there was no harm as the patient was being monitored on the table. At this time, the device remains in service. No adverse patient effects were reported.